Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site address, event site city, event site email), g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) battery would not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported "battery cannot charge", after evaluating the unit he discovered that the power cord was disconnected. Once the power cord was reconnected the issue was resolved and the battery began to charge. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.